Manufacturer narrative:
This event is being submitted as a correction due to details provided about delay in treatment, which require updated coding and the change event type to serious injury.

Event description:
Clinical narrative: upon turning on the controller there was an observed blue screen error and the console failed the system check. There was a failed attempt to restart so the automated impella controller (aic) was switched to an alternate console. During the aic swap there were no noted adverse events to the patient.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
It was reported that during preparation for support, an automated impella controller (aic) generated a blue screen error when the console failed system check. Another aic was used to successfully complete the patient procedure.

Manufacturer narrative:
The customer's device was returned for evaluation. The device's console logs were reviewed and confirm the complaint. The reported system self-check failure was able to be reproduced. Upon bootup, the console rebooted automatically and showed the "system self check failure" screen. A visual inspection of the console's internal components confirmed that there was power battery manager contamination. The root cause of the ¿system self check failure¿ was determined to be power battery manager corrosion due to leakage of the electrolyte from the battery failure alarm super caps. The power battery manager was replaced, a full functional check on the console and optical system was performed, and the device was returned to the customer for use.